Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is 00813024013297. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device -- 1 year, 8 months. Manufacturer's investigation conclusion: this type of event has been previously investigated. Infection is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient developed a driveline infection. Wound culture of drainage revealed an infection of staphylococcus aureus. The patient was started on oral antibiotic doxycycline to continue as an outpatient for 2 weeks. The patient continued to have positive cultures for staphylococcus aureus on (B)(6) 2019.